Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump display was blank. Customer blood glucose reading was 100 mg/dl. Troubleshooting was performed. Customer did not mentioned the cause of the blank display. The customer will buy new battery and try to troubleshoot the pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. However, device alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, a21 error, displacement test or verify low battery, battery out limit alarms due to failed battery test alarm.